Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that the glucose meter read high, indicating a blood glucose reading of 600 mg/dl or more. When the customer reached home, the blood glucose reading was 458 mg/dl, which was treated with two manual injections. He complained of not feeling well, stomach pain, a heavy head, and a face that was changing color. He stated that he was drinking a lot of water. He took a nap, and the blood glucose reading lowered to about 360 to 370 mg/dl. He stated that the insulin pump had slipped out of his pajama pocket and had been swinging leading up to the complaint. He reported that the no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. He declined to return the infusion set and reservoir for analysis, as well as assistance for the high blood glucose event, advising that he would call back later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.